Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra meter powers off during use. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the alleged issue with the meter began either (B)(6) 2010. The patient mentioned that prior to the alleged issue her readings have been elevated in the 200's. She contacted her physician due to the reported issue and her physician advised her to increase her oral medication of metformin from 2 pills a day morning and evening to 4 pills a day morning and evening. On the morning of (B)(6) 2010, the patient was feeling shaky and also had blurred vision. The patient went to the ER and her initial reading was 247 mg/dl. She was treated with her usual dosage of metformin in the hospital and was admitted in the hospital for 1.5 months for other health related issues. The patient briefly stated that she had to have her gall bladder removed and her blood pressure was elevated. She mentioned there were other health issues she was treated for; however, did not want to elaborate the information with mss. Her diabetes regimen was not changed after she was discharged in the ER. This was not the first time the product was being used. The patient denied any misuse of the product and the battery did not need to be replaced. The issue was not resolved via troubleshooting. The complaint is being reported since the patient alleged that due to the alleged issue with the meter, she later developed symptom suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.